Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a percutaneous nephrolithotomy procedure in the right kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100. According to the complainant, during procedure and inside the patient, while firing on the stone, the fiber tip broke off. The detached tip did not fell inside the patient and no intervention was required. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm to the patient".